Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, e207 error occurred due to the breakage of the emergency lamp. The user completed the procedure with the subject device. It was reported that the surgeon could use the subject device when the error occurred. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was duplicated. There was no report of patient injury associated with the event.